Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the zero degree endoscope plus does not show image. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The zero degree endoscope was analyzed and found the endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The in house system or equivalent failed to communicate with the endoscope, resulting in an error message: check endoscope cable connection/endoscope self test failed. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on l/r button of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with mechanical damage to the scopes distal tip. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in both eyes. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The endoscope was tested and placed on an in-house system or equivalent for camera cables due to an electrical failure on the endoscope cable. The endoscope was tested and placed on a diagnostic tester or equivalent but failed functional testing due to an electrical failure. The diagnostic tester result exhibited a voltage issue due to expected range not being met. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect. The complaint regarding doesn't show image was confirmed by failure analysis. The probable root cause of a broken distal window is usually attributed to the user, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that nothing fell into the patient. The scope issue had nothing to do with fragments or foreign materials.

Event description:
Refer to h11 for follow-up information.